Manufacturer narrative:
The unit was sent to a service center for repair. Upon triage, a technician found that the reported issue could not be confirmed. The unit passed recertification, was cleaned and ready to use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump does not keep settings and saved data.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿does not keep setting or saved data¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complaint was filed in error as the issue reported by the customer is not a reportable malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.